Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400624682. 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6) 2.4 software version: n030005 2.5 hours of operation: 3762. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history files from 2023-10-14 were investigated. It could be found an infusion with a rate 799,8 ml/h over 15 minutes. The infusion started and after 15 minutes the volume was done. The line was extracted. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,44 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,16 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,93 bar (should be: 1,8-2,5 bar) pmin: is: 1,61 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,54 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,05%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 infusomat space line 8700036sp 23k24e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "overinfusion" according to the customer: "we have the infusomat syringe pumps and have had 3 incidences of rapid infusions when the pump was set up correctly. One of these for example was a whole bag of plasma meant to be given over 4hrs that was given in 15 minutes. Another was a 780ml bag of amino acids on a patient on tpn. Can you please assist with this as we need to figure out what is going on with this as it is a significant safety issue for our patients. 1. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. There was no significant harm to the patient as result of this 2. Which procedure was being carried out at the time? Faulty syringe driver. 780 ml of vamin (part of the tpn) had been set at rate calculated to be given over 24 hours. This was diligently checked regularly by the ICU staff. This morning, it was discovered that the bottle was empty, and 1 litre had been given over approx 16-17 hours. The pump was still at the correct infusion rate 3. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. No delay to the patients treatment".